Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to shock during a patient use event on (B)(6) 2017. The monitor was showing the patient in vf. The fire crew shocked the patient and the patient's body presented as if the shock was delivered, however, the monitor stated that the shock was not delivered. The alleged malfunction involves a patient death.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The device was evaluated and there was no issue with the device. The device passed all performance assurance testing and was placed back in service. Further review of the event logs identified that the numerous "CPR pads off" messages are consistent with an impedance measurement outside of the range for the delivery of therapy. The log review shows that three shocks were attempted, and all three shocks were aborted. The customer reported that a physiological response was observed from the patient. The presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance. When shocks are aborted, a small amount of energy may pass across to the patient before the shock is aborted and may result in a muscular response. It is unknown if proper skin preparation was conducted. Philips cannot rule out that there was a malfunction at the time it was reported. The reported issue could not be duplicated. There is no indication of a systemic problem; no further investigation or action is warranted. The device remains at the customer site.